Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 574 mg/dl. The customer stated that the last set change was three days prior to the event. The customer also stated that he used an mmt-396 quick-set infusion set, lot 9201908. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.